Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had low blood glucose levels. The customer's levels had been as low as 42mg/dl. The customer treated the lows with juice. The customer declined to troubleshoot the device at this time. The customer was advised to monitor the device and call back if issues persist.